Event description:
During a pulmonary vein isolation procedure for atrial fibrillation, a pericardial effusion was observed. At the end of the procedure, the patient was showing stable vital parameters and was awakened. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.